Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. No sample was returned, however, an image was provided showing the delivery system. The image demonstrates that the deployment mechanism had been actively used and that the stent was not deployed which leads to the conclusion that the reported detachment of the t-luer adapter from the slide made a successful stent deployment by using the trigger mechanism impossible. The reported deployment failure caused by the detachment of the t-luer adapter from the slide could be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The detachment of the t-luer adapter may be caused by rough handling of the device during shipping or storage. The t-luer adapter also may become detached during preparation, e.g. During flushing of the device. Increased release force as a consequence of a difficult vessel anatomy, rough handling or damage of the device may be another contributing factor. Only limited information was provided regarding the patient's condition, the accessories used, and the procedure performed. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Updated (B)(4).

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated lesion in the right common iliac artery, the vascular stent could not be deployed by using the trigger mechanism. The device was removed and another product was used to complete the procedure successfully. Post-dilation was performed. There is no reported patient injury.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stent placement procedure for treatment of a pre-dilated lesion in the right common iliac artery, the vascular stent could not be deployed by using the trigger mechanism. The device was removed and another product was used to complete the procedure successfully. Post-dilation was performed. There is no reported patient injury.